Manufacturer narrative:
(B)(4). Correction "the root cause was determined to be the transmitter and app were unable to establish a connection."

Event description:
The root cause was determined to be a temporary communication error between device and transmitter. The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause was determined to be a temporary communication error between device and transmitter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was evaluated and the allegation was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.